Event description:
Account received a discrepant result for ferritin on a pt sample. The sample was tested in duplicate for results of 0.00 ng/ml and 0.00 ng/ml. The samplle was sent to a reference lab for a result of 40.2 mcg/l. No report of injury